Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been getting no delivery alarms for the last 3 days and she has changed the set 4 times. Customer's blood glucose was 442 mg/dl at the time of the incident. After troubleshooting, the customer stated that the insulin did exit. Customer stated that it went off for 3 days and customer cannot get it to stop. Customer reported that the alarm was resolved by an infusion set change. Customer disposed of the reservoir last night. Customer stated that she has done the troubleshooting and the insulin will exit with no problem, but she consistently changed her set and still gets a no delivery alarm.